Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in the operating room for change out due to normal eri. Externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead was capped and replaced.